Event description:
It was reported that bd angiocath has catheter tip damage. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when tried to puncture the needle, the needle did not penetrate well, and the outer tube was bent.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the catheter tip was observed damaged. The sample did not show any other abnormalities, and the cannula/bevel did not show any defects. A device history record review was completed for provided material number 381112 and lot number 4018877. The review did identify a record of bad catheter in the catheter pointing process which may be related to this reported incident. However, adjustments were made related to the catheter tip to improve the quality by the operators and preparers of the area according to procedures. These adjustments were evident during the review. Based on the investigation results, it is most likely that this incident resulted from the catheter pointing stage during production. According to the maintenance order, multiple actions were implemented to mitigate this defect. Corrective and preventive actions have been addressed for the defect of catheter tip damage. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Additional information - 03-dec-2024: 1) did the needle appear dull/blunt? It is unknown 2) when referring to the ¿outer cylinder¿ and ¿outer tube¿ what component is that? Is this the silicone catheter component or another component? The outer tube is a catheter.